Event description:
It was reported that during a da vinci si cholecystectomy procedure the single site port accessory ripped upon insertion into the pt. No missing or fallen pieces were reported. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that there was a 1.5" tear along the bottom rim, which goes inside the pt. The tear was jagged and serrated. The evidence was inconclusive but the damage was likely due to misuse/mishandling. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. See scanned page.